Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. A rotoblader was used which caused a perforation. Two graftmasters, 3.0 x 12 mm and 3.0 x 19 mm, were implanted which did not completely seal the perforation. A pericardiocentesis was performed and the patient went in to cardiac arrest. CPR was performed and the patient expired. No additional information was provided

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that death is listed in the otw graftmaster instructions for use as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The jostent graftmaster referenced is being filed under a separate manufacturing report number.